Event description:
It was reported that the patient developed device infection with lead endocarditis. Chest computed tomography (CT) demonstrated septic pulmonary emboli. The implantable cardiac defibrillator (ICD) and ventricular lead were removed. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient developed device infection with lead endocarditis. Chest computed tomography (CT) demonstrated septic pulmonary emboli. The implantable cardiac defibrillator (ICD) and ventricular lead were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314vrm, implantable cardioverter defibrillator, (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. Analysis was performed and no anomalies were found.